Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6).

Event description:
It was reported that during an acl revision surgery, the bone dowel collet failed to provide secure connection to the disposable bone dowel harvesting tube. No patient consequences were reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned identified no visible damage to the device. Dimensional analysis was preformed and both connecting sides were found in conformance. No problem found as device was found to be within spec.